Event description:
It was reported that there was repeatable oversensing while the device was in the pocket. The technical consultant stated there was a possible leak through the grommet seal. The device was subsequently returned, analyzed and has tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event regarding the oversensing and possible leak through the grommet seen originally was reported to the regulatory body in september 2010 on the still in use retro review. Evaluation summary: (B)(4): the implantable cardioverter defibrillator (ICD) was returned and analyzed. Visual and functional analyses demonstrated grommet damage. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA (B)(4)) have been implemented to address this issue. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.